Event description:
The complainant reported on (B)(6) the patient was on impella 5.5 support and during support, the patient developed arrythmia. The staff debated pulling back impella since it has been deep since placement, but suction self-resolved and patient pressures somewhat stabilized with slight increase in pressor support. Later on october 16th a notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured worsening of aki on ckd with a "possible" relationship to the impella device used: ¿aki on ckd. Unable to assess uremia as subject is sedated. Will start cvvhd today with fluid removal as tolerated¿. It was reported that the patient/event has not recovered/not resolved. Loqi registry also reported that the patient endured sinus tachycardia with a "possible" relationship to the impella device used: ¿pt now sinus tach 105-115 bpm. Pt's map dipping to mid 50s. Unable to remove volume via crrt as pt's blood pressure decreases with attempts. Pt's hr decreased to 70s and crt-d failed to pace (no pacing spikes noted when this happened). Pa (B)(6) made aware. Pads placed on pt. Norepinephrine started per pa. Chattering noted on ECMO cannulas. Albumin 5% x1 ordered and administered. Map still noted to be low 60s. Said pa aware. - 1l ns ordered and administered. 2 units prbcs ordered and administered. The second infusing.¿. The patient recovered with sequelae.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.   As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the renal failure, positioning issue, and the arrhythmia has been completed. No product was returned for analysis. The data log analysis cannot determine purge leak - cassette location. The root cause of the purge leak - cassette was not determined as no product was returned and limited clinical information was provided. The root cause of the positioning issues was not determined as no product was returned and limited clinical information was provided. The root cause of the renal failure and arrhythmia issues were not determined due to insufficient clinical details. Corrections to the initial MFR report: g1 MDR reporting contact email.